Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the device jammed and disengaged into the patient's cavity. The surgeon was able to retrieve the component and complete the procedure without any patient injury.